Event description:
It was reported that the device had a flashing wrench and logged an event code that indicated a critical failure, unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the device repair options. The customer declined physio-control's repair offer and removed the device from service. The device was not returned to the manufacturer for evaluation. Therefore, a conclusive cause of the reported event could not be determined.